Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. It is suggested that: at the time of the operation, we did not have access to all the offered mandibular implants. Because of that the choice of the mandibular implant was a compromise. We had to adjust the ramus inclination quite a lot to get the articulating part to fit in the fossa. That might be a possible reason for this treatment failure. However, without medical records, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00158 d10 ¿ medical products: unknown right tmj fossa component, part# ni, lot# ni. Unknown mandible screw, part# ni, lot# ni. Unknown fossa screw, part# ni, lot# ni. This report is being submitted to update additional information in section b1, b2, d10, h2, h3, h6 and h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown right tmj fossa component, part# ni, lot# ni. Unknown screws, part# ni, lot# ni. Initial reporter ¿ distributor on behalf of facility. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the patient experienced device displacement and will undergo a planned replacement one (1) year following implantation of temporomandibular joint implants on the right side. The first year following implantation was uneventful. Nineteen (19) months following implantation, a CT scan showed that the mandibular part was displaced posteriorly towards the external auditory canal. No screws were reportedly loose. The distributor reports the device is temporarily re-positioned. The distributor reports that the choice of mandible component was a compromise because of limited access to all available mandible components, and as a result the surgeon had to adjust the ramus inclination quite a lot to get the articulating part to fit in the fossa. The patient's condition is described as difficult and the intention is to create a custom implant replacement. Attempts have been made and no further information has been provided.